Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this device was confirmed. External visual inspection noted body fluid contamination in the lead barrel. Visual inspection also revealed a hole in the rv seal plug. The set screw operates normally. The interrogated battery status was end of life (eol). A review of the device memory noted no resets or error codes. Analysis also presented that the device was operating on the bin edge between the first and second bins. Information from the field indicated that the device was bin hopping while implanted. Switching between current bins was not evident to the user. The device passed returned products electrical testing. This device fits the profile for bin hopping.

Event description:
Boston scientific received information that this pacemaker exhibited an indicator anomaly. The patient was seen three months ago and all indicators seemed to show more or less six months until elective replacement time (ert) and during the patient¿s most recent visit now, the device is at ert. The impedance and threshold measurements were stable and auto capture was never turned on. Additional information received that there was no allegation of premature battery depletion. The pacemaker was eventually explanted and successfully replaced. No adverse patient effects were reported.